Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. Investigation did not duplicate an intermittent power issue during investigation. Unrelated to the original complaint, the u22 component inside the pump was found to be shattered. This damaged component was determined to be the cause of the blank display screen.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.